Manufacturer narrative:
Device evaluated?: analysis of the pump found gear train anomalies of corrosion and/or wear and/or lubrication as well as stall due to shaft-bearing.

Event description:
The device was returned with no alleged deficiency. No patient harm was reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Note, per the initial printout, the pump contained "dil," bupivicaine and baclofen.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.